Manufacturer narrative:
Device evaluation is not necessary because the reported event of migration has been determined as not related to the functionality or delivery of therapy of the device.

Event description:
It was reported by the physician that the patient had a seizure and fell, which caused the patient's vns to migrate to their armpit. The patient reported being able to feel their leads on their throat following the fall. The patient was referred for x-rays; however, x-rays have not been received or reviewed by the manufacturer to date. The implanting surgeon indicated that prolene, non-absorbable suture, was used to secure the generator and tie-downs were utilized per labeling. No known relevant surgical intervention has occurred to date. Multiple attempts were made to obtain additional information, however, no further relevant information has been received to date.